Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. The peritonitis was manifested by cloudy effluent, abdominal pain and vomiting. A day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, discontinued, route and frequency not reported), intraperitoneal (ip) amikacin injection (500mg start dose, followed by 100mg per bag per day, discontinued) and ip imipenem injection (500mg per bag per day, discontinued) for peritonitis. Three days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.